Manufacturer narrative:
Results: the device was kinked approximately 2.5 and 70.0 cm from the hub. The catheter shaft was found leaking underneath the strain relief at the proximal kink and the polymer was found separated. Bends were present approximately 6.0 cm and 34.0 cm from the hub. The device was ovalized approximately 98.0 cm from the hub. The benchmark was too damaged to functionally test. Conclusions: evaluation of the returned benchmark revealed a kink underneath the strain relief near the ID band. If the benchmark is removed from its packaging at extreme angles, damage such as this may occur. This kink contributed to polymer separation and resulted in the leaking observed in the reported complaint. Further evaluation revealed bends and an ovalization on the device. Based on the reported complaint, these damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the left internal carotid artery (lica) using a benchmark delivery catheter (benchmark). During the procedure, the benchmark broke near the hub as the physician was advancing into the patient. It was reported that saline was leaking out of the benchmark near the hub. Therefore, the benchmark was removed, and the procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.